Event description:
Approximately five months after the implantation, the patient developed increasing vad power consumption and flow estimations. The patient was treated with tpa with a normalization of his vad parameters. Post-treatment, the patient's hemodynamics included a cardiac output of 2.5 l/min. Investigation is ongoing.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Review of the controller log files revealed increase in power consumption, as well as "high watts" alarms that correlate with the reported events. The cause of the reported events cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported events. This is one of three reports (3007042319-2013-00077, 3007042319-2014-00082 and 3007042319-2014-00098) submitted for a device related to the same patient.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.